Event description:
It was reported that the customer was hospitalized for dka. The customer had a stroke and was vomiting. The customer tried to change the set to resolve high bgs. The programming on the pump could not be reviewed due to full segment display.